Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue. The rse provided the customer with the part information of the switch printed circuit board assembly as the recommended replacement and the steps needed for the repair per the service manual.

Manufacturer narrative:
A replacement switch pcba was ordered, delivered, and installed into the device which experienced the accept button not working issue. The customer stated that a performance verification test (pvt) was completed following the replacement and the device passed. The device was returned to service following the pvt. Product UDI is corrected.